Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. This supplemental report is being submitted to correct the previously reported event of a false positive. The customer reported that they received a positive test result 14 days after being vaccinated. Technical services advised the customer that the vaccine does not make you immune to the virus, rather it protects you from severe side effects. Further review of the case determined that there was no allegation of a product malfunction or false positive. No investigation is necessary as a product deficiency was not identified.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false positive result with the binaxnow¿ covid-19 antigen self test otc 2 test pack performed on (B)(6) 2021 on an unknown sample. The customer reported that the patient started showing symptoms on (B)(6) 2021, which was 14 days after being vaccinated. Although, multiple attempts were made no additional patient information, including treatment and outcome, was provided.